Manufacturer narrative:
This report is submitted on march 3, 2022.

Event description:
Per the clinic, the patient experienced an infection (boggy swelling) at the implant site which was treated with IV and oral antibiotics. The device was explanted on (B)(6) 2022. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 14, 2022.